Event description:
Overdelivery reported. The pump was set to infuse d10.25ns at 11ml/hr. A burette set was filled with 50ml. Approximately one hour after set up, the nurse noted that the burette was empty. The pump display verified a rate of 11 ml/hr, and the total delivered volume said 11ml. The nurse refilled the burette and reset the device. She observed the flow and reported that over the next 15 minutes, approximately 10ml delivered and "the drop rate in the drip chamber appeared to be going too fast." The pump had been in use for 24 hours previously without any problems. The tubing/burette had been changed just prior to this incident. The pump and tubing were switched out. The infant had a temporary increase in urinary output, but there were no adverse effects and no medical intervention was required.

Manufacturer narrative:
When the returned cassette and pump were tested as a system, the pump repeatedly alarmed "system retest" during initialization. Thus, system testing with the returned set could not proceed further due to the alarm condition. Upon cassette inspection, it was noted that the gram force was significantly out of tolerance. Also, the top length of the cassette was significantly undersized. The sample failed the valve performance test and exhibited gross leaks at the weld perimeter. These findings caused the pump system initialization test to fail. The gross leak should have resulted in fluid leakage around the pump cassette door. The returned set could not be made to function in a plum pump due to continued system retest alarms.